Manufacturer narrative:
D9 - date returned to mfg: 11/28/2023. One device was received for evaluation. Visual inspection revealed no anomalies. Event history log confirmed ¿primary audible alarm¿ occurred several times. Functional testing was able to replicate the reported issue during power up process. The root cause was determined to be the interconnect board (loose c9 capacitor). The interconnect board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No patient involvement.a - patient information. H6 - health effect.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 is unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the device exhibited a primary audible alarm post. Patient involvement is unknown.